Event description:
The following has been reported: the device still reports an air bubble even when a set filled with water is inserted into the device. The failure was caused by a faulty air sensor. Replaced the faulty air sensor with a new one and calibrated it. Quality control performed after repair, device is functional and safe. Quality control certificate included in attachment. Faulty part will be sent. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, changing the air sensor solved the problem and quality control has been passed. The air sensor and the associate board were found to be defective and were sent back to brézins for further investigation, however upon anlaysis the air sensor was found functionnal and within specifications. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device. Without proof or reproduction, this complaint is considered not valid for the event declared. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not valid for this issue as per our local procedure, we initiated no action